Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a pulmonary vein isolation ablation procedure the patient developed right superior pulmonary vein stenosis. The initial ablation procedure was performed on (B)(6) 2019. There were no issues noted during the procedure and no performances issues with any abbott device. The patient has now developed pulmonary vein stenosis that was diagnosed with a CT scan.